Event description:
A pt experienced intermittent signs of withdrawal and increased stiffness. The entire system was checked; and it was noted that there was no definite reason determined in regards to the event. The pump's battery was indicated as being near its end of life. Both a (B)(4) and (B)(4) study were performed. The rotor was found to turn; and no catheter break/issue was found. The entire system (pump and catheter) was replaced. The pump was noted to have been removed to avoid in-vivo battery depletion. The pt was without injury, and had recovered without sequela following the device replacement procedure. Drug infused was baclofen 2000 mcg/ml at 256.2 mcg, daily.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed high s2 battery resistance. The battery resistance waveform test showed a high resistance of 1352 ohms. The pump ran for a full 2 minutes at 24,000 ul/day; and bct battery logs showed a voltage drop of .59 volts. Per the logs, a short motor stall with recovery occurred on (B)(6) 2011. Analysis of the catheter ((B)(4)) revealed tears/circular cuts/separation within the sc connector seal. Tears and cored silicone material were observed down in the cup of the sc connector. The catheter received by the MFR consisted of the sc assembly, and a large catheter segment (to the distal tip). The returned catheter segment passed patency and pressure testing.